Manufacturer narrative:
Ge healthcare replaced the drive gas check valve.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit failed the preoperative checkout, indicating higher pressure than expected. There was no report of patient involvement.